Event description:
Device report from synthes (B)(4) reported an event in (B)(4) as follows: it was reported that the patient underwent revision surgery on (B)(4) 2015, due to right pedicle screws at levels l5 ¿ s1 being positioned too medially. The surgeon reported the patient had complained of some numbness in the right leg following the initial implantation procedure on (B)(6) 2015. On an unknown date, a CT scan revealed the screw position was too medial. During the revision surgery the set screws and rod were removed from the right-side pedicle screws at levels l5 ¿ s1. The s1 pedicle screw in situ ((B)(4), 7mm x 40mm) was removed and replaced with a new screw (part number 04.632.840, 8mm x 40mm). The l5 pedicle screw in situ ((B)(4), 6mm x 40mm) was removed and then placed back into the patient. The surgeon also placed the original rod and set screws back into the patient.this report is 1 of 3 for (B)(4)

Manufacturer narrative:
Revision surgery was performed on (B)(4), 2015; however, it is unknown when the complaint condition/patient symptoms actually occurred. Additional device product codes¿mnh, mni, kwq and kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.